Event description:
It was reported that (1) device was used during a "pnx" bullectomy. It was reported by the affiliate that after using the atb45, the suture line opened, even if the thickness of the tissue, between the jaws was adequate to the reload being used. In the fact afterwards, the surgeon used a atb35 and the lung parenchyma was correctly closed. Another instrument was used to complete the case. There was no consequence to the pt.